Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 129 mg/dl. The customer insulin pump was exposed to hot tub water. The customer stated that he device was in the pocket. The customer reported the buttons are mostly unresponsive and are slow coming back and on. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.